Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The 3 fr PICC line was placed in the patient on (B)(6) 2016 for antibiotic treatment. On (B)(6) 2016, the line was noted to have cracked (1820334-2016-00661). The reporter states the same issue occurred with a 4 and 5fr double lumen PICC's. This is the patient's second malfunction, the first was in (B)(6) 2016, according to the patient's mother. The patient only had it in for a week for antibiotics at that time. Patient returned on (B)(6) 2016 to have the device replaced.

Manufacturer narrative:
Initial reporter: dept: interventional radiology. (B)(4). Investigation - evaluation: a review of the complaint history, device history record and specifications was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Per the health risk assessment no further action is required.

Event description:
The 3 fr PICC line was placed in the patient on (B)(6) 2016 for antibiotic treatment. On (B)(6) 2016, the line was noted to have cracked (1820334-2016-00661). The reporter states the same issue occurred with a 4 and 5fr double lumen PICC's. This is the patient's second malfunction, the first was in (B)(6) 2016, according to the patient's mother. The patient only had it in for a week for antibiotics at that time. (1820334-2016-00689). Patient returned on (B)(6) 2016 to have the device replaced.